Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy-oophorectomy, right salpingectomy and cystoscopy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Concurrent conditions included depression and anxiety. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("anxiety/ mental anguish"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (cystoscopy and total laparoscopic hysterectomy, left salpingectomy-oophorectomy,right salpingectomy, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the ovarian cyst, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: metallic density objects are seem in the fallopian tubes: likely representing essure coils. Ruptured ovarian cyst. Hysterosalpingogram - on (B)(6) 2008: essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menstrual disorder, pelvic pain, ovarian cyst, menorrhagia, anxiety. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received. New events (abnormal bleeding (vaginal, menorrhagia), depression, anxiety, right ovarian cyst), date of birth, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Concurrent conditions included depression and anxiety. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (cystoscopy and total laparoscopic hysterectomy, left salpingectomy-oophorectomy,right salpingectomy, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and genital haemorrhage had resolved and the ovarian cyst, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pain, dyspareunia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: metallic density objects are seem in the fallopian tubes: likely representing essure coils. Ruptured ovarian cyst.. Hysterosalpingogram - on (B)(6) 2008: essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menstrual disorder, pelvic pain, ovarian cyst, menorrhagia, anxiety most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- general abnormal bleeding, post procedural complication, dyspareunia. Events outcomes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Concurrent conditions included depression and anxiety. On (B)(6) 20007, the patient had essure inserted. In december 2007, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). In january 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In may 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), the first episode of genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post procedural complication") and the second episode of genital haemorrhage ("abnormal bleeding"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (cystoscopy and total laparoscopic hysterectomy, left salpingectomy-oophorectomy,right salpingectomy, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and the last episode of genital haemorrhage had resolved and the ovarian cyst, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pain, dyspareunia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: metallic density objects are seem in the fallopian tubes: likely representing essure coils. Ruptured ovarian cyst. Hysterosalpingogram - on 01-mar-2008: essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menstrual disorder, pelvic pain, ovarian cyst, menorrhagia, anxiety . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event:abnormal bleeding was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Concurrent conditions included depression and anxiety. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), the first episode of genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post procedural complication") and the second episode of genital haemorrhage ("abnormal bleeding"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (cystoscopy and total laparoscopic hysterectomy, left salpingectomy-oophorectomy,right salpingectomy, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and the last episode of genital haemorrhage had resolved and the ovarian cyst, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pain, dyspareunia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: metallic density objects are seem in the fallopian tubes: likely representing essure coils. Ruptured ovarian cyst.. Hysterosalpingogram - on (B)(6) 2008: essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menstrual disorder, pelvic pain, ovarian cyst, menorrhagia, anxiety. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event:abnormal bleeding was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and ovarian cyst ("right ovarian cyst") in a 23 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bipolar disorder. Concurrent conditions were listed as anxiety and depression. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007 she experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). In (B)(6) 2008 she experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008 she experienced pelvic pain (seriousness criteria medically important and intervention required). An unknown time later she experienced ovarian cyst (seriousness criterion medically important), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), a first episode of genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post procedural complication") and a second episode of genital haemorrhage ("abnormal bleeding"). The patient was treated with norco (hydrocodone bitartrate;paracetamol) as well as surgery (total laparoscopic hysterectomy, left salpingectomy-oophorectomy,right salpingectomy, tubal ligation and cystoscopy). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia and latest episode of genital haemorrhage had resolved. The outcomes for ovarian cyst, menstrual disorder, depression, anxiety and post procedural complication were unknown. The reporter considered anxiety, depression, dyspareunia, the first episode of genital haemorrhage, the second episode of genital haemorrhage, heavy menstrual bleeding, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiffs received treatment for pain, dyspareunia, general abnormal bleeding. Essure insertion date ((B)(6) 2007) and removal date ((B)(6) 2014) has been received - discrepant dates regarding the last one received. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): metallic density objects are seem in the fallopian tubes: likely representing essure coils. Ruptured ovarian cyst. [Hysterosalpingogram] on (B)(6) 2008: essure device successfully occluded concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menstrual disorder, pelvic pain, ovarian cyst, menorrhagia, anxiety. Quality-safety evaluation of ptc: for essure: unable to confirm complaint~ the most recent follow-up information incorporated above includes data received on: 21-jul-2023: new reporter (lawyer) added, new essure insertion and removal dates received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Concurrent conditions included depression and anxiety. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), the first episode of genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post procedural complication") and the second episode of genital haemorrhage ("abnormal bleeding"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (cystoscopy and total laparoscopic hysterectomy, left salpingectomy-oophorectomy,right salpingectomy, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and the last episode of genital haemorrhage had resolved and the ovarian cyst, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pain, dyspareunia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: metallic density objects are seem in the fallopian tubes: likely representing essure coils. Ruptured ovarian cyst.. Hysterosalpingogram - on (B)(6) 2008: essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menstrual disorder, pelvic pain, ovarian cyst, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.